Event description:
It was reported that during a thoracic lung procedure, it was observed that the device locked up on a tissue on the fourth firing. It was further reported that the battery was excessively hot and the manual override was not functioning properly. It was reported that the surgeon cut the stapler out with a second stapler. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/24/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - the device was locked on tissue and they followed the proper instructions: 1. Home button. 2. Remove and replace battery (noticed the battery was hot). 3. Home button again. 4. Manual override (did not work). - they ended up having to cut the stapler out with a subsequent stapler and were able to get it to open on back table. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 08/21/2025. D4: batch # 400d88. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Upon visual inspection, the bailout door was noted to be out of position; however, the lever bailout was damaged. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. The event described of would not open, manual override would not work, battery pack temperature, tissue trauma- no intervention required, could not be confirmed as the device opened and closed without any difficulties noted. The manual override was totally functional. The battery pack has a drain feature that drains the pack within 12 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 400d88, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/01/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.